Event description:
The clinician reported that nearly one month after the dental implant was placed, in ada site #9 of the patient's mouth, failure of implant was verified. Bone graft was performed and bone type iii as well as deficient oral hygiene were involved in this event. The device was forwarded to the manufacturer for investigation. No further complications were observed.